Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11214. It was reported, the pt had invalid contacts. It was reported, the physician planned to undertake surgical intervention to replace the extension. It was reported, the extension was broken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.